Event description:
It was reported that the stent had partially deployed upon unpacking and was missing a component. An 8 x 40 x 120 epic vascular stent was selected for use in the procedure. During preparation, it was noted that the packaging was sterile and intact upon removal from the box. However, during unpacking, it was found that the stent had already partially deployed. It was also noted that the device did not come with a clip on the thumbwheel. Another 8 x 40 x 120 epic vascular stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was retained by the customer and will not be returned to the complaint investigation site (cis) for analysis. Images were provided by the customer. The first image depicts the device with the yellow safety clip in place on the rack; therefore, the missing component cannot be confirmed. The second image depicts the device with the stent partially deployed confirming the inadvertent deployment.

Event description:
It was reported that the stent had partially deployed upon unpacking and was missing a component. An 8x40x120 epic vascular stent was selected for use in the procedure. During preparation, it was noted that the packaging was sterile and intact upon removal from the box. However, during unpacking, it was found that the stent had already partially deployed. It was also noted that the device did not come with a clip on the thumbwheel. Another 8x40x120 epic vascular stent was used to complete the procedure. There were no patient complications as a result of this event.